Manufacturer narrative:
(B)(4). This is a report of a use error that resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique during peritoneal dialysis (pd) therapy, which resulted in peritonitis. The breach in aseptic technique was further described as pd therapy being performed by an untrained attendant. The patient was hospitalized for the peritonitis. The patient was treated with vancogen injection 1gram intraperitoneally (frequency not reported) and pepracin (dose, route and frequency not reported) for the event. At the time of this report, the patient was reported to be recovering from the peritonitis. Pd therapy was reported to be ongoing. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). It was reported that the patient was recovered from the peritonitis event. Should additional relevant information become available, a follow up report will be submitted.